Manufacturer narrative:
According to the customer contact, on (B)(6) 2026, the rollator walker the customer purchased from (B)(6) in 2024, failed during its normal intended use. The post/shaft on the front left wheel broke unexpectedly, causing the device to collapse and resulting in the customers violent fall. This failure was sudden, dangerous, and clearly indicative of a defect in design, construction, or materials. Indeed, what remains of the shaft appears hollow and clearly not suitable for the 400-500 pound weight limit advertised. Given the customers 240 pound weight (half the limitation) and careful use of this device limited to his kitchen area, the device clearly failed due to negligent design or construction, unrelated to wear or use. As a direct and proximate result of this defect, the customer suffered injury to his left arm arising from the violent fall along with the attendant pain, discomfort, and disruption to his daily activities. The customer is of advanced age and condition that was exacerbated by the injuries. No additional information at this time. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer contact, on (B)(6) 2026, the rollator walker the customer purchased from (B)(6) in 2024, failed during its normal intended use. The post/shaft on the front left wheel broke unexpectedly, causing the device to collapse and resulting in the customers violent fall.